Event description:
The customer reported a patient event in which it was difficult to securely connect the maxzero to the IV catheter which had "fallen off" and leaked. In addition the customer reported a general complaint that since they transitioned to this tubing, it has been an ongoing issue that the tubing is more difficult to connect, thread and tighten onto the IV catheter hub. They leak blood during IV initiation by gravity or provide poor blood specimens when blood is obtained through the tubing. The j-loops need manipulation to obtain an appropriate connection.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a blood transfusion, it was difficult to securely connect the maxzero to the IV catheter which had "fallen off" and leaked. There was no report of patient harm.